Event description:
It was reported by service report that the tires separated from the wheels and the brakes could no longer function to specification. No pt involvement or adverse consequences are reported.